Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This issue was identified during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufactured on september 27, 2022- september 28, 2022. The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak at the port 2, spike port bonding area of the container. The reported condition was verified. The cause was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tubing when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.